Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10mg/ml at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that the pump flipped ¿probably six months ago¿ so the healthcare provider (hcp) unable to refill. The patient believed the pump was bent over. It was discovered by a company representative (rep) when the patient was having a surgery. Action: the surgeon moved the pump from the left abdomen to the left flank. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history was asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.